Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have blade damage at the base of the blade. Both of the blade edges were indented. The cutting edge did not exhibit any signs of corrosion. Annex g was updated to reflect failure analysis findings. Correction : section d was updated to reflect full batch/lot number as : k11240801 0590.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was not opening and closing smoothly. The procedure was completing as planned with no reported injury.